Event description:
During a robotic myomectomy on (B)(6) 2024, the monopolar scissors were noted to have stripping on the instrument's shaft near the tip of the instrument. The scissors were tagged at the end of the case and sent to sterile processing department to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.